Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the casing of insulin pump was chipping away at the reservoir compartment. The customer¿s blood glucose level was 69 mg/dl. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was not received in stuck manufacturing mode. Unable to perform the displacement test and occlusion test due to missing retainer. Unit was received with missing reservoir tube o-ring, scratched case, broken reservoir tube lip and minor scratched lcd window.